Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 69-year-old patient was implanted on (B)(6) 2023 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2025 the patient reported increasing redness to her left breast and a palpable mass. A local exam found the biozorb being very superficial, migration and she was started on antibiotics. On (B)(6) 2025 the patient underwent a surgical procedure for biozorb removal together with the surrounding tissue. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Hologic has received correspondence arising from litigation. The litigation alleges that a 69-year-old patient was implanted on (B)(6) 2023 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2025, the patient reported increasing redness to her left breast and a palpable mass. A local exam found the biozorb being very superficial, migration and she was started on antibiotics. On (B)(6) 2025 the patient underwent a surgical procedure for biozorb removal together with the surrounding tissue. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.